Manufacturer narrative:
(B)(4). The customer reported that when plugged in, the device shuts down with an "emergency shutdown" message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when plugged in, the device shuts down with an "emergency shutdown" message.